Event description:
It was reported the connection between transducer and pressure tubing line is not fully locked and there was a leakage. Four units were in the same situation, 3 units were discarded in hospital.

Manufacturer narrative:
Device has not been returned for evaluation.